Event description:
The customer reported to olympus, three (3) patients had adverse events after procedures involving the soltive fiber and soltive system. No malfunctions were reported. Patient 1 of 3 had a flexible laser ureteroscopy on the left kidney on (B)(6) 2020 at the age of 72 years old. This event is reported in: (B)(6) is for the soltive fiber and patient 1. (B)(6) is for the soltive system and patient 1. Patient 2 of 3 had a flexible laser ureteroscopy of the left kidney with 20mm stone, on (B)(6) 2021 at the age of 72 years old. This event is reported in: (B)(6) is for the soltive fiber and patient 2. (B)(6) is for the soltive system and patient 2. Patient 3 of 3 had a flexible laser ureteroscopy and destruction of an 8mm stone of the left pyeloureteral junction on (B)(6) 2021 at 33 years of age. This event is reported in: (B)(6) is for the soltive fiber and patient 3. (B)(6) is for the soltive system and patient 3. This report is for patient 3 and the soltive system: patient 3 of 3 had a flexible laser ureteroscopy and destruction of an 8mm stone of the left pyeloureteral junction on (B)(6) 2021 at 33 years of age due to left renal colic during pregnancy at 8 weeks of the left lumber ureter near the pyeloureteral junction. Fiber 150 m - soltive laser set in fine spray 400 hertz and 0.1 joule. Fragmentation of the stone in situ in the lumbar ureter. At the end of the fragmentation, a ureteral wound with a false route was observed, motivating the re-insertion of a jj catheter. Soltive settings: fibre 150 m - soltive laser set to 400 hertz fine spray and 0.1 joule. Optical fibre 25w di150 m l310cm (soltive laser) soltive egtfl-fbx150s. Duration of the operation: 60 min. The customer reported in the operative follow up, the patient had obstructive pyelonephritis of the left kidney on (B)(6) 2022 which required the re-installation of a left jj catheter (stent) which was replaced by a nephrostomy on (B)(6) 2022. Discovery on urethral pressure reflectometry (upr) and pyelography on (B)(6) 2022 showed a long stenosis of the pyeloureteral junction of the left kidney. Laparoscopic anastomosis resection of the pyeloureteral junction of the left kidney performed on (B)(6) 2022. Procedure was noted to be difficult because of the length of the stenosis. Patient outcome reported as 'good,' absence of pain and good permeability of the ureter on (B)(6) 2022 scan.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for a physical evaluation, the reported failure could not be confirmed. An investigation was performed by the original equipment manufacturer (OEM), and it was determined that no device malfunction occurred since the customer did not report any device problem. Therefore, the root cause of the reported event could not be identified. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.